Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial pace on the external pulse generator was not capturing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not capturing. Analysis did find the upper and lower cases, side bail covers, ring cover, lead flex cover and battery drawer broken and that the side bails and ring were missing. (B)(4).

Event description:
It was reported that the atrial pace on the external pulse generator was not capturing. The generator was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.